Manufacturer narrative:
The customer advised physio-control that they were able to resolve their issue with their device. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device displays "service" across the display during patient use. This issue is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. There were no reports of adverse effects as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displays "service" across the display during patient use. This issue is indicative of a device lock-up condition that could delay or prevent defibrillation if it were necessary. There were no reports of adverse effects as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.